Event description:
On 07/21/2025, a user of the ilet insulin pump reported receiving ¿unable to proceed¿ and ¿restart-38¿ alerts while attempting to rewind the insulin cartridge. The user attempted a dry run without supplies but continued to receive the alerts. The device was replaced, and the user was advised to use backup therapy until setup of the replacement device. No impact on blood glucose was reported.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.